Manufacturer narrative:
Product reference 4433742 is not cleared for sales in the USA, but similar product reference 5433742 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar incident has been reported to us on this batch of access ports released in november 2018. Investigation results: investigation results: we received for investigation a celsite babyport access port with its catheter divided in two pieces. At the level of the rupture, the catheter is burst. Dimensional measurements: we have measured the returned catheter in order to check its conformity to our specification. All the characteristics conform to our specifications. Functional test: we have performed a burst test on the returned catheter. The burst pressure obtained is compliant with the specification. Conclusion: the rupture is due to a catheter burst. This probably results from the fact that excessive pressure has been applied during the injection while the distal part of the catheter was obstructed. Indeed if the catheter was not occluded, the pressure inside the device could not be high enough to cause the catheter burst.. The IFU specifies: always verify that the port and catheter are functional by aspirating 2ml of blood into a syringe and injecting 5 ml of nacl before attempting to start an infusion. In case of obstruction of the system never try to clear the blockage using a fluid under high pressure which carries the risk of catheter fracture and migration. According to validated protocols, and under medical supervision, 2 ml of 70% alcohol may be used to aid the unblocking of silicone catheters when the blockage is due to lipid deposits. The use of alcohol with pur catheters is not recommended. According to validated protocols, and under medical supervision, 2 ml of hydrochloric acid (hcl) 0.1 mol/l may be used to aid the unblocking of both silicone and pur catheters when the blockage is due to mineral deposits." As no manufacturing defect has been detected on the returned sample, no corrective action is envisaged.

Event description:
Rupture and migration of the catheter. As blood aspiration from the port needle was not possible, actilyse 1 mg was administered. After two hours, as still no blood aspiration or administration was possible, x-ray was taken. According to the x-ray report, it was seen that a part of the catheter was ruptured and migrated into the right atrium. The related doctor withdrew the ruptured part from the right atrium via angiographies. Then the patient was evaluated regarding withdrawal of the port and the remaining catheter. On (B)(6) 2020 the port was exchanged.